Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous left anterior descending artery that is 90% stenosed. During the procedure the 20/30 indeflator stopcock connection became loose from the hub of the unspecified balloon catheter. Another indeflator was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It is possible that the devices were not properly aligned and/or not fully connected/tightened while attempting to connect; however, as the device was not returned for analysis this could not be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.